Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received two inappropriate shocks when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) while riding their bike resulting in the patient to fall and break their shoulder, ribs and wrist. Oversensing of noise resulted in the shocks. No changes were made, the system remains implanted. No additional adverse patient effects were reported. Boston scientific technical services (ts) reviewed the case and confirmed changes in morphology. An x-ray was needed and additional testing to perform to determine the root cause of this case. Additional information noted that this patient experienced a pneumothorax, lung infection, and a problem with the scapula. The device has been deactivated at this time, and the physician was focusing on the patients other injuries.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
New information received indicates that this device was explanted.